Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 delivery catheter. Upon removal from the packaging, the tip of a neuron max catheter was found ovalized and was not used. A new device was successfully used.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.